Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l66214, implanted: (B)(6) 1999, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the cause of granuloma and catheter break was not determined. The catheter was found severed with granuloma on end proximal to the pump. A new catheter was spliced in. Dye study showed good continuity, no leaks, and appropriate myelogram. It was noted the catheter had been severed for some time, and that is why the previous healthcare provider increased the infusion rate so much. It was noted the patient was getting good relief with a much smaller dose.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l66214, implanted: (B)(6) 1999, product type: catheter.. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 16-jun-2001, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported the patient was scheduled for end of service pain pump replacement on (B)(6) 2019. The patient reported prior to surgery that they were getting adequate pain relief and were having no known issues with pump or catheter. During surgery, the hcp went to aspirate cap prior to disconnecting the catheter from the old pain pump. The hcp was unable to aspirate csf from cap. It was recommended tying off the old catheter and implanting a new ascenda catheter. The hcp decided to inject dye and see if there was a leak in the catheter. Under fluoro, there showed a leak in the catheter near the pump pocket. When the hcp went to disconnect the old 8709 catheter from the pump, part of the catheter (10.5cm) broke off. Upon locating the other end of the catheter that was still in the pump pocket, the hcp found what they suspected to be a granuloma stuck to the end of the catheter where the 10.5 cm of catheter, and where the suspected catheter leak was at, had broken off. The hcp was still unable to aspirate the catheter once the suspected granuloma was removed, but, once they injected dye again, they were able to get a myelogram at the distal end of the catheter that was implanted in the intrathecal space. The hcp then decided to trim part of the 8709 catheter distal to where they had clamped, and connected the already implanted part of the 8709 catheter to an 8596sc. The hcp was able to aspirate some clear fluid, which they assumed to be csf, once the catheters were connected. The hcp then connected the catheter to the new pump and did another dye study and was able to confirm there were no leaks in the catheter and got a myelogram of dye going in to intrathecal space. It was noted the trimmed catheter was thrown away by hospital staff, but the suspected granuloma was sent to pathology by hospital staff. It is unknown how long the catheter leak had been going on for. There were no symptoms noted.